Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the device generated an alarm indicating a battery information error, and that the device failed the pressure transducer test. Requests to return the device logs, service report and the replaced part/s for investigation were done but not received. It is not possible to establish or investigate the cause of the reported issue without any kind of information or goods. The cause of the reported issue cannot be established due to lack of information. H3 other text : 4114.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).